Event description:
Paramedics were called ot take customer to the hospital. Customer did not disconnect while doing a manual prime. Customer checked here prime history and she delivered 30.2 units during manual prime.